Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA #(B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an intraocular lens (iol), with a diopter of 23.0, was implanted in the patient's right eye (od) on (B)(6) 2017. At the 6-month post-operative visiti, on (B)(6) 2018, the patient complained of halos, glare, starbursts when driving, and that the symptoms are affecting daily activities. Also, the patient's best corrected distance visual acuity at this visit was 20/25. It was also reported that the patient's iol, topography, and optical coherence tomography (oct) were all normal. There is no planned or required intervention to be performed. Also, the patient originally wanted the lens to be explanted to ''see better with glasses,'' but now has changed their mind and the lens will remain implanted. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.